Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infinion cx 70 cm lead. Model #: sc-4318, lot #: 21347814, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection around the ipg site. Symptoms were swelling, warmth and redness. The physician believed that the infection was not device related and it was unknown what caused the infection. It was also noted that nothing happened during the procedure that contributed to infection. The patient was placed on antibiotics and underwent an ipg explant procedure.